Event description:
It was reported that a patient presented in clinic with pocked stimulation. Upon interrogation, episodes of ams due to lead noise were noted. The lead had polarity switch, which resulted in pocket stimulation. The noise was reproducible with testing. Programming changes were made. The patient will continue to be monitored.